Event description:
Endurance catheter malfunction; 20g, 6cm endurance ref edc-00620. Lot 14f21f0250, exp. Date 7/31/2023. Placement made to large vessel to catheter ratio with guidewire and catheter deployment uneventful. Guidewire and needle removed without incident with positive blood return. During flushing of catheter patient experienced pain approx. "1,5cm" from insertion site and notable infiltration edema with every flush of catheter. Nurse tried to remove catheter, which still had positive blood return and confirmation of proper vessel placement with ultrasound, and catheter became stuck and nurse was unable to withdraw the catheter. Doctor notified and after multiple attempts was able to remove the catheter. Upon inspection, catheter noted to have a crack in tubing with small sharp plastic piece sticking from it. Did not re-thread guidewire or needle during insertion, proper insertion technique used.